Event description:
Battery charger caught on fire.

Manufacturer narrative:
This report submitted as a result of a review of complaint files. The battery charger caused the event. Teftec discontinued supplying this charger in 11/2002. The battery charger caused the event. The wheelchair functioned properly.